Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 26th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 29th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing from cover and there was no damage seen on the keypad. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initial reporter was getinge subcontractor. The correction of b5 describe event and problem, h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 29th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing from cover and there was no damage seen on the keypad. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none previous h6 investigation conclusions: conclusion not yet available//11 corrected h6 investigation conclusions: no problem detected//67 initially provided information was pointing to missing particles. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing particles from cover or keypad. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing from cover and there was no damage seen on the keypad. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing from cover and there was no damage seen on the keypad. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Corrected b5 describe event and problem: on 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and parts fell down and also keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing from cover and there was no damage seen on the keypad. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.